Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported 1122 -blower temperature high unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.